Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was over-drainage, no further information.

Manufacturer narrative:
The valve was returned in an unknown fluid using the retunkit. A visual inspection was performed and there was no obvious damage. A penetration test was performed to check a possible blockage of the valve. This test is at a hydrostatic pressure difference of approx. 15-25 cmh2o in flow direction carried out. The investigation showed that the valve is permeable. The valve pressure levels were tested and the investigation showed that the valve could be adjusted in all pressure step ranges. The valve was tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liquid flow of 60 ml / h gradually reduced to 5 ml / h and increased again to 60 ml / h (based on iso 7197). The resulting pressure is measured. No defect was observed. No further actions are required. The problem encountered is one of the known, unavoidable risks hc therapy with shunt implants.